Event description:
The customer reported that the workstation boots up, but the left and right screens are unintelligible. He can't use the system as is. The power cord has a cut in it at the back of the workstation.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted the workstation 5v output from measured 5.25v to 5.00v at i.p. Pcb. He replaced the power cord assembly. The system operates as intended.